Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2026 due to noise over-sensing which resulted in pacing inhibition. The capture threshold, impedance and sensing of the rv lead were reported to be stable. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition noted from the noise reversion electrograms. Asynchronous pacing was provided during the noise reversion. No changes or intervention were done; the rv lead will continue to be monitored. The patient was in stable condition.